Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") and post abortion complication ("procedure to remove cervical tissue from cervix") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6), the patient experienced ectopic pregnancy (seriousness criteria life threatening and intervention required) and post abortion complication (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe lower abdominal pain") and uterine pain ("severe uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (performed a termination) and surgery (procedure to remove cervical tissue). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy and post abortion complication outcome was unknown and the menorrhagia, pelvic pain, abdominal pain lower and uterine pain had not resolved. The reporter considered abdominal pain lower, ectopic pregnancy, menorrhagia, pelvic pain, post abortion complication and uterine pain to be related to essure (ess205). The reporter commented: shortly after ectopic pregnancy and its termination, plaintiff was admitted to medical center for an additional procedure to further remove cervical tissue from plaintiff's cervix. Plaintiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirmed full occlusion of fallopian tubes company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.